Event description:
Surgeon reported that a man with complex history of glaucoma, iol, previous surgery, 20/60 best vision, iops in the 30s or higher on maximum meds plus dmx, other eye is 20/25, good candidate for tube shunt, was implanted with a 365 mm valved glaucoma aqueous shunt placed in superior temporal quadrant as usual. At time of placement, there was nothing unusual about "priming", however, surgeon was not comfortable with how low the iop was even with viscoelastic in the eye and he performed the "secondary restrictor" technique used with the ahmed fp-7. Proline 5-0 suture placed inside the lumen of the tube up to the plate but not into the valve. Tie 6-0 vicryl around tube with the proline inside then pull out proline. Recheck patency and what you notice is that there is a little more resistance to flow. Three weeks into post op, however, patient mounted iops into the 30s again, so surgeon cut the vicryl with a laser. Iop went down to 2-3 and patient developed kissing choroidals. After 5-6 weeks post op drained choroidals, left tube shunt as it was. First day after drainage, the iop was 8, things looked good. However, 6 days out iop was 4 and kissing choroidals were back. Surgeon explanted the device in 2007.